Event description:
Same case as MDR ID 2134265-2013-08323. It was reported that the rotawire became separated. The target lesion was unknown. A 1.75mm rotalink burr and a ex support rotawire were selected for a percutaneous coronary intervention with rotational atherectomy. It was noted that the burr stalled and the mid part of the rotawire became separated. This occurred outside the patient during platforming. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The wire returned was received in two sections, as part of overall visual revision. The distal section is kinked at 132.3cm approx. From the distal end. All the outer diameter measurements are within specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred due to torsion overload in a region presenting rotational wear by an external component. Based on dimensions and matching characteristics, both samples correspond to adjacent sections. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08323. It was reported that the rotawire became separated. The target lesion was unknown. A 1.75mm rotalink burr and a ex support rotawire were selected for a percutaneous coronary intervention with rotational atherectomy. It was noted that the burr stalled and the mid part of the rotawire became separated. This occurred outside the patient during platforming. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-08323. It was reported that the rotawire became separated. The target lesion was unknown. A 1.75mm rotalink burr and a ex support rotawire were selected for a percutaneous coronary intervention with rotational atherectomy. It was noted that the burr stalled and the mid part of the rotawire became separated. This occurred outside the patient during platforming. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.